Event description:
During a cataract removal procedure, phaco emulsification was attempted, prior to an intra-ocular lens implant. The phaco handpiece lost power repeatedly, necessitating a change in machines. Vitreous loss ensued, necessitating a vitrectomy.